Manufacturer narrative:
On 4/23/2019, device evaluation and investigation have been completed. Upon receipt by mentor, the device contained no fluid. White material was observed within the device and no foreign material was observed on the shell surface. During initial evaluation the device appeared intact. Leak testing was performed according with mentor procedures and it revealed two ruptures on the anterior aspect, measuring approximately the rupture a 0.3 cm and the rupture b 0.2 cm. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were observed. Deflation complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. At this time is not possible to determine the origin of the white material. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female patient underwent a breast augmentation revision with a saline mentor siltex round moderate profile 300cc and experienced deflation on the left breast implant. There was a small black material at the valvular region on the right breast implant. As a result, the patient had undergone removal and replacement with gel mentor memorygel breast implant 400cc on (B)(6) 2019. This medwatch is for the left breast implant.